Event description:
Upon medical review this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on 23-aug-2011 by a dermatologist - local reference (B)(4). This case involves a female patient (age unknown) who received two treatments with poly-l-lactic acid (sculptra) (dosage, indication, therapy dates, batch number and lot number unknown). After the second session with poly-l-lactic acid, the patient experienced nodules on her forehead. Five visible nodules were noted. The treating physician prescribed unspecified antibiotics for corrective treatment. The physician felt the reason of the nodule occurrence might be due to make-up and skin disinfectant. Significant/relevant medical history: unknown relevant concomitant medications: unknown. Action taken: unknown. Corrective treatment: unspecified antibiotics. Outcome: not recovered/not resolved.